Event description:
Our affiliate reported to the sales rep that post-op to total knee arthroplasty procedures three (3) patients were all operated on the same day. They are all presenting signs of an infection on the suture line and one of those three (3) patients got sent back to the operating room where they did a debridement. No devices available for return. Patient or procedure details not disclosed.

Manufacturer narrative:
The lot number was not reported so a batch review of the finished good lot and components could not be reviewed to determine if there were quality issues noted throughout the incoming inspection, manufacturing, in-process or final inspection process. Samples were not available for review. Without the finished good lot number, retained samples could not be reviewed. If samples, or additional information becomes available at a later date, the samples or information will be reviewed and added to the file and a follow-up report will be filed. Without receiving a finished good lot so manufacturing records could be reviewed, receiving sterile devices to tensile test, receiving photo¿s of the surgical site or receiving detailed information regarding the pre-operative preparation of the devices, placement of the device in the tissue, method utilized to secure the device in the tissue as stated in the IFU, surgeon¿s experience and/or technique, the patient¿s health status and specifics, quality of the tissue, post-operative events that may have occurred that may have affected the healing of the wound, culture results to identify the type of infection, a definitive root cause for the reported event cannot be confirmed with certainty. As stated in the IFU for the devices, ¿adverse events including wound dehiscence and reactions are common risks/complications of any surgical procedure. There are many causes that can result in the wound opening, sutures failing or reaction, infection, abscess/leakage during or post-operative a procedure: ¿ the patient¿s health status, poor skin quality, thin skin; the risk is higher with a patient with a weak immune system, malnutrition or chronic medical condition. ¿ the surgical procedure ¿ the risk increases with poor surgical techniques such as improper suturing, over-tightened sutures or inappropriate type of suture used for a particular procedure. ¿ other factors - the risk is greater with smoking, obesity, premature post-surgery exercise and heavy lifting.

Manufacturer narrative:
The following additional information was forwarded by our distributor. The lot number is not available therefore a DHR can not be performed at this time. There are no sterile samples available for testing. It was reported as superficial infection vs. Suture reaction on all patients that were reexamined that day. No cultures performed. All patients were compliant with post-op instruction. Antibiotics were prescribed. Augmentin for one, cefadroxil for another and bactrim for a third. The instruments in the o.r. Were not tested, other than standard preparation and testing in spd. The patient presented with symptoms 1-month post-op for checkups. All three patients were noted to have a similar reaction to the surgically repaired knee.